Event description:
It was reported that the patient presented in clinic for follow-up. It was noted that there were several episodes of ventricular lead noise. The noise was not replicated by arm movements or isometrics. The cause of noise was unknown. The device was reprogrammed. There were no adverse consequences to the patient due to the event. The patient would continue to be monitored.

Event description:
New information available on (B)(6) 2018 states that, multiple noise reversion episodes were detected by the pulse generator since (B)(6) 2018. Review of egms also revealed high ventricular rate episodes due to noise. All ventricular lead measurements are stable. There were no patient symptoms and the patient was stable throughout. No intervention was performed.